Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin leakage from the cartridge during meal announcements despite otherwise normal insulin delivery and stable blood glucose, with troubleshooting indicating potential overfilling or an incompletely threaded connector symptoms included no adverse clinical effects. Outcomes included no change to daily activities and no medical intervention. Investigation included user interview, troubleshooting guidance, and review of device use and handling. Investigation of this case revealed evidence consistent with user overfill contributing to leakage and a possible incomplete connection at the cartridge interface. It was concluded that the event was related to use error and that the device functioned as designed.